Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11152. It was reported the patient felt heating while charging the ipg. The patient stated the issue persist throughout the entire charging process. A replacement charger was sent to the patient. It was undetermined whether the replacement resolved the issue. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Recall number: 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.